Event description:
It was reported that a pt underwent an incisional hernia repair procedure, in 2008, with a sublay technique. The pt came back eight months post-surgery with a swelling and pain around the site of the surgery. A CT scan showed the possibility of a re-herniation and surgery was recommended. The surgeon took the pt to surgery again the following year, and saw a reherniation had occurred through the same site with the mesh completely torn from the center of the defect. The size of the defect was two inches by two inches. The surgeon performed an open retroperitoneal repair. Currently, the pt's condition is stable.

Manufacturer narrative:
Date sent to the FDA: 09/11/22009. Hernia recurrence. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.